Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization due to high blood glucose levels. She woke up in the morning with a blood glucose level over 600 mg/dl. Her meter blood glucose reading was also over 600 mg/dl. She gave herself a delivery of 25 units of insulin, but after an hour, her blood glucose level was still over 600 mg/dl. Customer was taken to the hospital and treated with an IV drip. She reported experiencing fatigue, chest pains, and dry mouth. She was not sure whether she had diabetic ketoacidosis because she was not checked for ketones. Customer conducted trouble shooting while in the hospital. The drive support cap appeared normal. No air was found in the tubing. Insulin exited during a manual prime. No leaks were found. The pump history was correct. Customer needed a tubing clamp to complete trouble shooting. When customer removed the infusion set, she found that it was bent. Nothing further was reported.